Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient was brought into clinic and isometric testing was performed. Noise was reproducible when manipulating the pulse generator. It was suspected that the noise was due to the device being on top of the lead. No intervention was performed. The patient was stable and would be continued to be monitored.